Manufacturer narrative:
Insulin pump passed displacement test and self-test. The tone check tested okay. Pump error alarm (variable info=3) confirmed in the insulin pump history due to broken trace on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that via phone call that insulin pump got beep anomaly. The blood glucose at the time of the incident was 3.8 mmol/l. The customer was assisted with troubleshooting and customer reported that the pump did not beep during the tone test. The device will be returned for analysis.